Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced hourglass for over 1 hour. The customer's blood glucose (bg) level ranged from 47-49 (mg/dl). Reportedly, the customer consumed carbohydrates to address bg level. A replacement sensor was sent to the customer.